Manufacturer narrative:
The device was received at intuvie and evaluated. During testing, the pump passed the noise check; however, it failed the ground resistance test with a measured value of 0.151 ohm, which exceeds the acceptance criterion of less than 0.1 ohm. A review of the device serial number history did not identify any similar complaints. The probable cause was determined to be component failure. The power filter was replaced, and the device subsequently passed the ground resistance test with a measured value of 0.042 ohm. CAPA-34 was initiated to investigate the root cause of the ground resistance test failure. Reference complaint #: (B)(4).

Manufacturer narrative:
A review of the device serial number history did not identify any similar complaints. The failure mode was confirmed by right way medical during evaluation. The probable cause remains undetermined. The pump is currently in transit to intuvie for further evaluation. This investigation is ongoing. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report from right way medical that, during service, it was observed that the speaker had no sound. No patient involvement was reported.